Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix as well as a bend in the lead's distal part. These damages requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead had dislodged a few months after it was implanted. This ra lead was explanted and replaced with another lead. No adverse patient effects were reported.